Event description:
It was reported that there was high right ventricular (rv) lead rv and svc coil impedance and pacing impedance noted at follow up. At the intervention, the physician checked the lead and observed a connection issue with the device. No action was taken with the lead, but the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).